Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2016 and (B)(6) 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 24.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2016. It was later explanted on (B)(6) 2017 due to the patient complaining of blurry vision and severe halo/glare. The lens was replaced with a zcb00 25.0 diopter iol. Reportedly, the patient's post-operative end refraction was 20/30 -0.25 x -.025 x 157 20/20. No additional information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search in the complaints history revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.